Manufacturer narrative:
The field service engineer determined the system was contaminated. He performed a complete decontamination of the system. He replaced nozzles and verified all fluid adjustments and settings. Controls were run and these were ok. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated that they have seen inconsistencies in results for an unspecified number of patient samples tested with ise indirect na, cl for gen.2 on a cobas 6000 c (501) module. The na and cl values do not match when patient samples are repeated. The reporter provided data for one patient sample with a discrepant na value. The sample initially resulted with an na value of 151 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a radiometer blood gas analyzer, resulting with a value of 141 mmol/l. The sample was also repeated on a second c 501 analyzer, resulting with a value of 142 mmol/l. The repeat value was believed to be correct and a corrected report was issued. The patient was not adversely affected.